Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a "check settings" alarm after setting the date and time. Caller was advised that alarm was normal after setting date and time for the first time while in training mode. Customer's blood glucose was 600 mg/dl, which would be treated with insulin pump. Customer declined troubleshooting.